Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b3.

Manufacturer narrative:
Updated fields - b4, b5, b6, d10, e1 initial reporter name, e2, e3, e4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field is b5, g2, h4 should be empty for pumps, h6 health impact code, component code is not touchsreen since no issue with touchscreen a getinge field service engineer (fse) inspected the unit and performed recalibration of both the touchscreen and the helium transducer. The unit resumed normal operation and passed all run tests and functional checks in accordance with the service manual.the unit was returned to customer for clinical use.

Event description:
It was reported that the cardiosave hybrid intra-aortic balloon pump (iabp). Customer found touch screen malfunction before use; no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave hybrid intra-aortic balloon pump (iabp) had display malfunction (touch screen problem). No injury or harm was reported.